Event description:
It was reported that the user announced fewer carbohydrates than consumed on the ilet, experienced hyperglycemia with a fingerstick glucose of 375 mg/dl, and received an insulin low alert. The user wore a cartridge and tubing with a cannula-based infusion set and later performed a full supply change, after which glucose returned to 106 mg/dl. Symptoms included hyperglycemia. Outcomes included no reported injury and resolution of hyperglycemia following system corrections and supply replacement. Investigation included customer interview, review of device use and troubleshooting steps, and confirmation of insulin delivery through tubing drop test. Investigation of this case revealed user-related underestimation of meal size and incorrect meal size announcement as the likely cause of the high glucose, with no evidence of device malfunction. It was concluded that the event was related to use error in meal announcement, the device performed as designed, and no further action was required.